Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The cause of expiration was noted as cerebral edema and hemorrhage. According to the lvad clinician, the death was not related to the device. The device was operating as expected and the sound of the pump was normal. The pump was not explanted and will not be returned for evaluation. No additional information was provided.